Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised end user stated was using the lift and the right leg bent causing the end user to almost fall. Dealer advised aide was present and they safely lowered end user. Dealer advised lift is unstable and right caster is off the ground.